Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: balloon burst longitudinally along the entire length of the balloon, and there were no missing balloon pieces noted. A 3mensio imaging was provided and revealed calcification present around the annulus of the patient, specifically on the stj and sov. In addition, the 3mensio revealed calcification present portions of the aortic arch and femoral artery. Functional testing was not performed due to the nature of the complaint. Dimensional testing was performed on the balloon single wall thickness along the edges of the burst location and were found to be within specification. During the manufacturing process, inspections and tests are performed throughout the process. Per procedure, during balloon inspection dimensional and visual inspection is performed for defects. During balloon pleat, fold and forming process the balloon size is visually inspected for defects. During final inspection, the entire device is visually inspected distal to proximal for missing components, incorrect assembly, and physical damage. In addition, during product verification (pv) testing is performed on a lot sampling basis. The device is tested for physical damage and balloon burse pressure fatigue. No failures occurred during product verification testing and the lot was released. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event.   A lot history review was performed and no other complaints for the reported event were noted.   The IFU for commander delivery system with s3u, device preparation manual and device training manuals were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath usage. The device training manual provides guidance on if delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath),  maintain guidewire position, check for pv leaks under echo, if post-dilation needed, use a new delivery system and sheath and take care when crossing the deployed valve to prevent potential embolization. There was no IFU and training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for was confirmed. However, no manufacturing nonconformances were identified in the returned sample (balloon wall thickness measure was met specification per drawing). A review of complaint history and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As reported, patient had ¿the 23mm commander delivery system balloon rupture during inflation¿ and ¿it appeared to be lvot/mac calcium caused the rupture¿. Presence of calcification in the landing zone can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, from the case notes it was noted that additional 1cc was added to the inflation volume. The prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst once the balloon past the target fill volume. It is possible that these two factors combinedly contributed to the event. In this case, available information suggests that patient factors (calcification) and procedural factors (over inflation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, during a 23mm sapien 3 ultra valve implantation with a commander delivery system and esheath, the 23mm commander delivery system balloon rupture during inflation. The valve was approximately 90% deployed. It appeared lvot calcium caused the rupture.  Another commander  was prepped and used to post dilate. The patient was stable throughout and there was trace leak when completed. Final position was 90/10 deployment. The patient left the procedure in stable condition.  On pod6, the patient deteriorated and CT discovered a ¿right hemisphere bleed.¿  no treatment was provided and the patient was placed on comfort care and expired.  It was reported that the patient had ¿uncontrolled hypertension with systolic pressures >200 mmhg.  There was no allegation an edwards device caused or contributed to the death.